Event description:
It was reported that there were pauses on the right ventricular (rv) lead channel of this pacemaker system. Technical services (ts) examined the presenting electrogram (egm) and found that the right ventricular automatic threshold (rvat) test had failed more times than expected, most likely due to loss of capture (loc). Other lead measurements like thresholds and impedances were stable within normal range. After further evaluation of the egm, it was determined that the pauses were loc, not oversensing. Reprogramming of outputs and sensitivity was done. Ts recommended device replacement and lead evaluation. It was noted that this patient was dependent on pacing. Subsequently, this patient was admitted to the hospital after a syncopal episode. This rv lead was surgically abandoned and replaced with a new lead. No additional adverse patient effects were reported.